Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad missing from the clamp arm. The missing piece was not returned with the instrument. The event caused partially or wholly by the user of the device including sample handling. Additional observation(s) not reported by site: the instrument was found to have scratches on the curved blade. The scratches measured approximately 0.068-0.234 in length. There is no material missing from the blade. Components adjacent to this scratched main tube show damage which may indicate potential mishandling/misuse. The instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.006¿ - 1.013¿ in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube show damage which may indicate potential mishandling/misuse. The instrument teflon pad was dislodged from the jaws and there were scratches on the curved blade. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace curved shears fell off during operation. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There was no instrument collision and no fragment fall into the patient. There was no injury to the patient.